Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20feb2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had a display failure. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 15may2019. Manufacture date: 13may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reports that the display failure was caused by an issue with the oxygen source pressure. The fse regulated the oxygen connection and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.